Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The pt was being treated for an abdominal aortic aneurysm, the right common femoral had a cutdown, and the left side was done percutaneous. The procedure went flawless and on the final angio the left side was very slow to fill. There was thrombus from the distal end of the graft down to the sheath. The physician did a cutdown on the sheath and placed a fogarty wire up to the aortic bifurcation and pulled out several pieces of clot. After flow was established an angiogram was done and a dissection was found. A 10x60 smart stent from the distal end of the graft to the level of the inguinal ligament was placed. The final angio showed a small filling defect at the distal end of the smart stent. The decision was made to leave it and study it next week when the pt has a renal stent placement. The physician went back to the right side to close the vessel; he felt the pulse was diminished distal to the sheath. The physician placed the fogarty wire up and pulled out clot from the external iliac. He did a patch graft and established flow. No clinical sequelae were reported and the pt is fine. (MFR report # 2953200-2011-01677).

Manufacturer narrative:
(B)(4). Evaluation, results: (arterial dissection, occlusion), (fogarty wire). Evaluation, conclusion: (fogarty wire).